Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, postoperative to anterior resection, a CT scan showed leakage at the anastomosis area.